Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent systems (eecss) instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2013 one 4.0x15 mm xience v stent was implanted in the left main (lm) coronary artery and the 3.0x12 mm xience v stent was implanted in the distal left circumflex (dlcx) coronary artery. On (B)(6) 2017 the patient had unstable angina and a 90% restenosis was found in the dlcx on the coronary angiogram. On (B)(6) 2017 percutaneous coronary intervention was performed in the dlcx. The condition resolved. There was no additional information provided.